Manufacturer narrative:
Per customer, qc had been within the established ranges. The customer is not questioning any other results. Service was offered but declined by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 0.09ng/ml generated by the access 2 immunoassay system for one patient. Upon repeat, the result was 0.02ng/ml which was within the normal reference range and was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.